Manufacturer narrative:
Event date reported as 6-8 months before aware date.

Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure was successful and the closure device was implanted in the laa of the patient. There were no reported complications that occurred. 4-6 months post procedure at an unknown date the patient experienced a cerebral vascular accident. The patient is currently at home and is doing fine following these events.